Manufacturer narrative:
(B)(4). The events of capsular contracture, lymphoma, seroma-late and abscess are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation reported as capsular contracture, lymphoma, seroma-late and abscess. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "sudden hot feeling in the right breast, it became hard suddenly". Patient additionally reported capsular contracture baker grade ii-iii, a seroma with swelling, abscess fluid, breast is firm, slightly distorted and pain. This record is for the right side. Device remains implanted.